Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down and the customer was unable to use the pump. The customer reverted to manual injections to continue insulin therapy. The customer stated blood glucose level was 150 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information regarding this issue; however, no additional information was provided.